Event description:
It was reported that the ilet required multiple attempts to wake from sleep, and the issue was addressed with a firmware update. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or daily activities. Investigation included troubleshooting and user education. Investigation of this case revealed a sleep/wake responsiveness issue consistent with a known firmware behavior, which was mitigated by updating the device firmware. It was concluded, based on previously established findings for similar reports, that the cause was software-related and resolved through corrective firmware.